Event description:
It was reported that 4 of the bd intima-ii y prn/ec slm was cracked causing leakage. The following information was provided by the initial reporter, translated from chinese to english: before the CT nurse performed angiography, the indwelling needle was successfully punctured during catheterization, and then blood was withdrawn to check the function of the catheter and found that there was a crack in the needle seat, resulting in blood leakage. The patient was very dissatisfied.

Manufacturer narrative:
A device history review was conducted for lot number 2167317. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, the sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 of the bd intima-ii y prn/ec slm was cracked causing leakage. The following information was provided by the initial reporter, translated from chinese to english: before the CT nurse performed angiography, the indwelling needle was successfully punctured during catheterization, and then blood was withdrawn to check the function of the catheter and found that there was a crack in the needle seat, resulting in blood leakage. The patient was very dissatisfied.